Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was removed from service as it was damaged during a revision procedure for an unspecified reason. No additional adverse patient effects were reported.